Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the pump battery was at 30% charge at the time the pump shut off. The customer connected the pump to a power source and the pump turned on. Subsequently, the customer reported that the wake button on the pump was no longer functional. Tandem technical support confirmed that the customer was able to access the pump features by connecting the pump to a power source. The customer's blood glucose level ranged from approximately 320 to 375 mg/dl. The customer delivered a correction bolus via the pump. Reportedly, the customer would continue use of the pump for therapy however the customer also has manual injections available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure was detected related to the pump shutdown; however, the wake button issue was verified.